Event description:
It was reported that during a coronary stent procedure, the physician experienced inflation difficulties. Upon removal it was noted that the shaft of the catheter was broken. No pt injuries or complications.